Event description:
This customer reported a failure to discharge via paddles. The users switched to a different defib to deliver energy. There was no adverse impact to the involved pt.

Manufacturer narrative:
This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.